Event description:
A e207 output problem error code was reported. The issue occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by emergency lamp failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had an error e207. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.